Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported two patient samples generated an rrbc flag on the cell dyn sapphire. When the customer ran the sample in the l++ mode the wbc results were falsely decreased. The results provided were: pt#1 original wbc=14.7 with rrbc flag / rerun in l++ mode wbc=0.084. The manual differential agreed with the 14.7 wbc result. Pt#2 l++ = 0.7 / normal mode wbc =7.0. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation included review of product historical data, product labeling, and consultation with medical affairs. Return testing was not completed as returns were not available. A review of product historical data did not identify any trends or an increase in complaint activity for this issue. A review of the complaint information found it is possible the patient's samples may have factors that were sensitive to the lyse reagent. Due to the absence of submitted data, it is not possible to confirm if other flagging exists in the test results. A review of labeling concluded that the issue is sufficiently addressed. Based on this investigation neither a product deficiency nor a malfunction were identified for the cell-dyn sapphire analyzer, list number 08h00-01, serial number (B)(4).